Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was subsequently returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range.

Event description:
It was reported that the implantable pulse generator (ipg) had a sudden change in battery voltage and had reached recommended replacement time (rrt). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #performance data was collected from the device and analyzed. Elective replacement indicator (eri) due to high battery impedance was logged on (B)(6) 2012 prior to explant. The ramware version 8 was installed on (B)(4) 2010.